Event description:
During service of the unit a won't power up on internal or external power condition was found. Replaced transistor q4 and q5 on the power board and the battery fuse to correct the failure mode.